Manufacturer narrative:
H3,h6: the device was not returned, images was provided. The images provided do clearly show that the user had a blister on the right leg. A documentation review was performed manufacturing records and processes. The manufacturing records could not be reviewed as no details of the batch/lot number was provided to enable a review to take place. However there is no reason to suspect that the associated batch failed to meet specifications upon release. Complaint history and escalation actions. Historical review details no previous cases of this nature, and there are no open nor closed escalation actions. Related to this event type. The instruction for use "IFU" has been reviewed and found to contain adequate details on the safe operation and use of the iodine products, the IFU also details adverse reactions that users could experience during use. It is noted that the patient has a pre-existing allergy to iodine, but no documentation has been submitted to confirm this, further details are contained within the medical summary. A review of the product risk files, find the combination of product, event type and associated harms are anticipated, with no updates required. Medical review conclusion based on the doctors¿ statement, the patient¿s edema and pressure ulcers were related to his self-limiting, reduced mobility, obesity and sleeping in a chair. According to the case manager¿s report, the patient refused home health care. Additionally, it is unknown if the patient¿s multi-comorbidities such as diabetes, smoking, immunosuppressive medications, chronic steroid use, mild to moderate pad, and poor dietary intake are also contributing factors to the reported adverse event. Although, the risk file lists allergic reaction as a harm associated with the use of iodosorb. The information provided is insufficient to determine if the use of iodosorb on a small blister on this patient with an unconfirmed allergy to iodine could have caused or contributed to the reported allergic reaction and the patient's wound deterioration. Therefore, a causal relationship between the reported adverse event and the s+n iodosorb could not be established. Since this adverse event is ongoing, the patient¿s impact beyond that which has already reported cannot be confirmed nor concluded. No further medical assessment can be rendered. The probable cause is deemed to be a result of the patients pre-existing medical conditions. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.

Event description:
It was reported that during treatment for a small blister, two days after applying iodosorb gel 40g USA ctn 1 the blister turned into a huge open hole in the patent's lower right leg instead of drying it up, the wound is still leaking. The product use was suspended once the issue was noticed, and the patient sees wound care every two weeks. The patient stated that the depth of the wound has decreased, but he hasn¿t noticed any difference on the width of the wound, even though he sees that despite the wound is healing he noticed that the skin is red and moisturized but it has no bacteria and it doesn¿t give the impression that is closing.

Event description:
It was reported that during treatment for a small blister, two days after applying iodosorb gel 40g USA ctn 1 on (B)(6) 2023, the blister turned into a huge open hole in the patent's lower right leg instead of drying it up, the wound is still leaking. The product use was suspended once the issue was noticed, and the patient sees wound care every two weeks. The patient stated that the depth of the wound has decreased, but he hasn¿t noticed any difference on the width of the wound, even though he saw that despite the wound is healing he noticed that the skin is red and moisturized, it has no bacteria and but it doesn¿t give the impression that is closing. On (B)(6) 2024 the patient reported that an iodine allergy has been included in their medical record, and only after one year of healing they have seen their wound halfway decent. Further complications have not been reported.

Manufacturer narrative:
B4 and h6 sections have been updated.

Manufacturer narrative:
For g2 section we have received the following report numbers mw5151122 and mw5157523.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that during treatment for a small blister, two days after applying iodosorb the blister turned into a huge open hole in the patent's lower right leg instead of drying it up, the wound is still leaking. It is unknown how treatment was finished and how the patient was treated. Current health status of the patient is unknown.

Event description:
It was reported that during treatment for a small blister, two days after applying iodosorb gel 40g USA ctn 1. On (B)(6) 2023, the blister turned into a huge open hole in the patent's lower right leg instead of drying it up, the wound is still leaking. The product use was suspended once the issue was noticed, and the patient sees wound care every two weeks. The patient stated that the depth of the wound has decreased, but he hasn¿t noticed any difference on the width of the wound, even though he saw that despite the wound is healing he noticed that the skin is red and moisturized, it has no bacteria and but it doesn¿t give the impression that is closing. On 18-jul-2024 the patient reported that an iodine allergy has been included in their medical record, and only after one year of healing they have seen their wound halfway decent. Further complications have not been reported.

Manufacturer narrative:
The product was not returned for evaluation; therefore, a device analysis could not be performed. However, the provided images were reviewed and revealed a lesion on the right leg and the product prescription along with the iodosorb gel tube. The clinical/medical investigation concluded that, based on the doctors¿ statement, the patient¿s edema and pressure ulcers were related to his self-limiting, reduced mobility, obesity and sleeping in a chair. According to the case manager¿s report, the patient refused home health care. Additionally, it is unknown if the patient¿s multi-comorbidities such as diabetes, smoking, immunosuppressive medications, chronic steroid use, mild to moderate peripheral artery disease (pad), and poor dietary intake are also contributing factors to the reported adverse event. The report stated the iodosorb product use was suspended once the issue was noticed. Although, the risk file lists allergic reaction as a harm associated with the use of iodosorb. The information provided is insufficient to determine if the use of iodosorb on a small blister on this patient with an unconfirmed allergy to iodine could have caused or contributed to the reported allergic reaction and the patient's wound deterioration. Therefore, a causal relationship between the reported adverse event and the smith and nephew iodosorb could not be established. Since this adverse event is ongoing, the patient¿s impact beyond that which has already reported cannot be confirmed nor concluded. No further medical assessment can be rendered. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for 16 months did not reveal similar events for the device listed. A review of the instructions for use documents for iodosorb revealed in the contraindications, that iodosorb contains 0.9% weight per weight iodine and should not be used in patients with known or suspected iodine sensitivity. In precautions, warnings it reveals that wounds may appear larger during the first few days of treatment due to the reduction of edema. Also, in adverse reactions it reveals that other reported adverse reactions with iodosorb include irritation, redness, eczema, edema and allergy. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior escalated actions related to this part number and adverse event. Factors that could contribute to the reported event include the comorbidities previously mentioned in the clinical/medical investigation section. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.